Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia after a supply change, with blood glucose reaching 335 mg/dl for approximately four hours, and troubleshooting included disconnecting and removing the infusion site, inspecting the cannula and components for damage or leaks, replacing all supplies except the cartridge, priming until drops were observed, and inserting a new site, after which insulin delivery resumed. Symptoms included elevated blood glucose without acute clinical effects. Outcomes included no professional medical intervention or hospitalization. Investigation included user interview and device-use troubleshooting focused on the infusion set and consumables. Investigation of this case revealed no visible hardware or consumable defects, and the cause of the hyperglycemia remained unclear despite proper technique and successful restoration of insulin delivery after site and supply replacement. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.